Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection approximately two weeks post implant. The entire pacing system was explanted and replaced when the infection cleared. No further patient complications have been reported as a result of this event.